Event description:
The customer observed that the blunting member cannula separated from the needle during use (5 incidents, starting on 10/22/98). Contrary to user instructions, holders from other mfrs were used in some cases.